Manufacturer narrative:
No additional information was received to confirm this complaint or conduct additional investigation. MDR submission is based on event reported to nurse assist. If more information is received, additional investigation will be completed.

Event description:
On (B)(6) 2026, nurse assist received a complaint from cardinal health. The event was described as: "the complaint alleges that in (B)(6) 2019, the plaintiff was implanted with a mechanical heart that connects to a battery pack via a medical wire that requires ongoing use of wound care products, including sterile saline, to prevent infection. Plaintiff allegedly purchased wound care kits, which included the sterile saline, from orthodynamics company, inc. And the kits were allegedly manufactured and/or supplied by cardinal health and/or nurse assist. In (B)(6) 2023, the FDA initiated a recall of the sterile saline solution because a defect could compromise the sterility and allow bacteria to enter within the kits/saline bottles. According to the complaint, the sterile saline allegedly continued to be sold and plaintiff continued using it. On (B)(6) 2024, plaintiff allegedly noticed redness and pain at her wire insertion site and developed an infection purportedly caused by the contaminated sterile saline. The infection allegedly remains in her blood today."